Event description:
The caller stated that her meter readings contained decimals. It was verified the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. She was able to reset the meter to mg/dl, and no product will be returned.

Manufacturer narrative:
A serial number was not provided for the meter, so it was not possible to determine a manufacture date.